Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 401 mg/dl. The customer stated that he had eaten pizza and had a stressful day. The customer declined troubleshooting for the high blood glucose because she did not feel there was anything wrong with the insulin pump. The customer mentioned also receiving a no delivery alarm that was resolved an infusion set change. The customer also had issues with the sensor glucose readings and blood glucose readings being different. Advised customer to speak with her doctor to see if her insulin pump settings needed to be adjusted. Nothing further reported.